Manufacturer narrative:
The device history records for the reported lot were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the bioflo dialysis product family and the failure mode "extension leg - detached/separated/fractured." No adverse trend was indicated. Although damage to the catheter was confirmed through a photo, the actual device was not returned for evaluation. Although the exact root cause of the damage to the catheter is unknown, a potential root cause for a failure in this location is over-torqueing of the hub to extension tubing junction during cleaning/use of the device. (Pr (B)(4)).

Manufacturer narrative:
It has been indicated that the used catheter will be returned to angiodynamics for evaluation, however it has not yet arrived. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported by angiodynamics' distributor in (B)(4), a dialysis catheter was implanted in (B)(6) 2016. It was leaking (in the area of the extension tubing-to-hub luer) and has been removed and replaced. It was indicated that the used catheter would be returned to angiodynamics for evaluation.